Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced intermittent readings with no status symbols appearing when this problem occurs. Patient looked in the user'sguide and said he did not see any of the symbols from the user's guide in the status box. No medical intervention was required.